Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have no product issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, the tips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the cautery on the monopolar curved scissors burned a hole through the tip cover. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and nothing unusual was noted. The mcs tip cover accessory was properly installed using the installation tool, but not beyond the orange surface. The orange surface was not visible after installation. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. The issue was identified during the procedure (ports were placed), close to the end. The grounding pad was placed on patient's right outer thigh and no defects/issues were noted on the grounding pad. The instrument tips did not collide with any other instrument or tool during procedure and the tips were not in contact with tissue when the issue was identified. Maryland bipolar and prograsp forceps were the other instruments in use during the event. No staples or clips were used during procedure. The energy leaked from the wrist of the monopolar curved scissors (mcs) instrument. There was no arcing noted only a burn hole in the tip cover and it was damaged in the grey silicone area. There was no thermal damage or loss of cautery. The procedure was completed using the same instrument without any delay. There was no report of fragments falling from the device into patient while in use. The mcs tip cover is not available for return.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Image(s) and/or video clip(s) associated with this reported event were submitted for review. A review of the provided image showed the mcs tip cover to exhibit what appears to be a hole and the underlying metal of the instrument appears to be visible. The accessory would need to be returned to take a closer look to determine the cause of the damage.